Event description:
It was reported that a pt underwent pelvic surgery in 2007. During the procedure, upon initial puncture of anterior vaginal wall, the surgeon mistakenly penetrated the pt's bladder with a needle during the placement of the mesh. The bladder perforation was repaired by suturing and the device was then successfully implanted. No urination disorder occurred as a result of the perforation and repair.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.